Event description:
A customer in (B)(6) notified biomérieux of a misidentification of a streptococcus pasteuri patient isolate in association with vitek® 2 gp ID test kit (ref 21342, lot 2420352403). Per the customer, this patient was very ill when hospitalized. Endocarditis was suspected; therefore, a blood culture was done. On (B)(6) 2017, vitek® 2 identified the isolate from this patient's blood culture as streptococcus gallolyticus ssp pasteurianus. On (B)(6) 2017, the strain was sent out to be confirmed via sequencing method (16s rdna sequencing). The strain was confirmed as streptococcus pasteuri. On (B)(6) 2017, the patient expired due to gastrointestinal bleeding. The customer stated that there was no incorrect treatment. The patient was treated for endocarditis and received the usual treatment given for streptococci. The treatment was not dependent on the species. The customer stated that there was no delay in treatment or harm to the patient due to this discrepant result. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) had notified biomérieux of a misidentification result when testing on two different lots of vitek® 2 gp ID cards (2420352403 and 24203301133). Vitek 2 identified the strain as streptococcus gallolyticus ssp pasteruianus. The strain was confirmed as streptococcus pasteuri via 16s rdna sequencing method. An internal biomérieux investigation was performed. The customer did not submit the strain for further evaluation. This organism, streptococcus pasteuri, is not claimed for the vitek 2 gp ID test kit. After research by the r&d strain collection department, it was determined that the species streptococcus pasteuri is not recognized by the taxonomy validation committee, so it is absent in lpsn, dsmz. In the ncbi taxonomy, the species is listed but with the comment "unpublished name", only the species s.pasteurianus is cited. According to these elements, it is considered that there was no misidentification on the vitek 2 gp ID card. The vitek 2 gp ID cards performs as intended.